Event description:
Doctor reported a file separated in canal during procedure. The separated piece was successfully retrieved and the canal was filled conventionally. The patient is reported as doing well.

Manufacturer narrative:
In this incident there was no report of injury to the patient. However, as a result of the malfunction, the potential for surgical intervention exists (though inadvisable per expert opinion provided by dr.) To preclude injury or illness that would necessitate medical or surgical intervention, to preclude permanent damage to a body structure or permanent impairment of a body function, as evidenced by previous reported events. Device was not returned for evaluation and the lot number is not known for retained-product testing and/or DHR review.